Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer repeated other patient samples run on the day of event, and they resulted the same as the initial testing. Quality controls were within range. The cause of the discordant, falsely elevated ipth result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated intact parathyroid hormone (ipth) result was obtained on one patient sample on the advia centaur xp instrument. The result was reported to the physician(s), who requested the sample to be retested as it was not in line with other tests and the patient's clinical history. The sample was repeated in triplicate on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ipth result.